Manufacturer narrative:
The patient remains ongoing on heartmate 3 lvas device. A specific cause for the patient¿s driveline infection could not conclusively be determined through this evaluation. The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 3 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient suddenly developed excessive drainage from driveline exit site (dles). The patient denied abdominal pain, systemic symptoms and fever. Blood cultures were pending and infection disease was consulted. Additional information was requested, but not yet provided.